Event description:
It was reported that during a gastric band removal and laparoscopic sleeve gastrectomy procedure, on the sixth firing with a green cartridge near the fundus of the stomach, the device started to fire normally and halfway through it struggled to complete the firing. The firing was very labored. The device was being fired with gore buttressing material. After firing, the jaws were open and there was a poor staple line with a hole where the staples were malformed and not completely ¿b¿ shaped. The area was over-sewed. There was no impact to the patient.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with an cartridge reload fully fired and in good visual condition. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples were noted during functional testing. The firing speed worked as intended. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.